Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged he was in the hospital for being unwell. Patient also alleged black particles in the mask and humidifier. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.